Event description:
The customer reported that she started the new bottle of insulin, but her blood glucose was not dropping and ended in the hospital with ketoacidosis and high blood glucose of 280mg/dl. The caller stated that she changed the infusion set and reservoir three times, but the insulin pump kept alarming no delivery. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. Time, date, basal rates, and bolus wizard settings were correct. Performed the high pressure test and passed. Reviewed the alarm history and found multiple no delivery alarms and motor error alarm. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.